Manufacturer narrative:
Additional info: product analysis: there is damage noted on the face of the set screw. There is an oversized swipe radius on the face of the set screw when compared to bench samples. The node is flat and does not show the typical ¿u¿ profile seen on screw from post tightened samples. Conclusion: asymmetrical witness marks consistent with partial engagement of set screw with rod at final tightening. The above observations are consistent with partial engagement of set screw with rod at final tightening. Seeing that the bone screw was fully angulated this could have meant the rod was not fully seated in the head when the set was installed not allowing the set screw to exude its full clamping force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: adult degenerative collapsing spine. Levels implanted: t3-s2 iliac procedure: t3-s2 iliac posterior spinal fusion, stage 2 following a 4 level anterior lumbar interbody fusion. It was reported that on an unknown date, post-op, the set screws were loose within the head. Ballast screws were not holding the fixation. Patient did not achieve solid fusion. Lower construct was secure. Plugs were loose, patient shifted coronally. Additional surgery was performed for revision of pelvic fixation as a result of this event.